Manufacturer narrative:
Reportedly, the device was examined by a third-party service provider whereby it was revealed that the internal battery was out of specification. Replacement of the battery has fully solved the issue ¿ the device went back into service. No patient consequences have been reported. Based on the available information draeger reconstructed the event as follows: the savina is equipped with an internal battery that is intended to cover mains power loss or to ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery has to be replaced after two years of use. The particular device was produced in april 2017 - the service status of the entire device is unknown. It is seen likely that the battery was overaged which caused the reported observation. Draeger concludes that the device behaved as specified upon an error condition of a single component.

Event description:
It was reported that the ventilator while used on patient suddenly restarted with battery related alarm - reportedly the ventilation was interrupted and resumed. The operator restarted the device, the previous issue happened again. The patient was connected to the standby equipment immediately in a controlled maneuver - no patient injury or serious impairment of health has been reported.